Event description:
Long gamma nail removal. Converted to a total hip.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be report on a supplemental report.